Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing leak. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A failure of the back pressure test was noted with the pump as the balls in the pump failed to seat properly. It was determined that foreign material was noted in the spring/ball and seat component of the pump. Abrasion was noted on the exhaust tubes of cylinder 1 and cylinder 2. A group of partial separations, surrounded by abrasion, were noted on the exhaust tube of cylinder 2. These were not sites of leakage. No functional abnormalities were noted with either cylinder 1 or cylinder 2. Abrasion was noted on the inlet tube of the reservoir. A separation, surrounded by abrasion, was noted on the inlet tube of the pump. This is a site of leakage. A failure of the lockout valve seating operation was noted with the reservoir. It was determined that foreign material was noted in the poppet mechanism of the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the reservoir inlet tube. A separation of this type could then allow the loss of fluid, making the device inoperable. Review of the returned device was conducted. During this review, it was concluded that the foreign material noted in the spring/ball and seat component of the pump and poppet of the reservoir resulted in the failure of the back pressure and lockout reservoir valve seating tests. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened. Failure of these tests were not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.